Event description:
Device was used during an unspecified procedure. Reportedly, the instrument did not cut and tore the tissue. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.